Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring, not closing completely, and falling off the vessels. There were no unusual sounds, nothing felt unusual when they clipped. Case completed using a surgitie vessel loop. There were no patient consequences reported. The device will not be returned.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.